Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Damage was noticed 1.5cm from the tip in the form of buckling/kinking. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and there were removal difficulties. A 10 x 40 x 75 epic¿ stent was selected for a biliary stent placement procedure in the biliary tract. The same device of a different size was placed in the common bile duct. A 10 x 40 x 75 epic¿ stent was then inserted in a stent-in-stent form and stent deployment was performed normally. During removal of the delivery catheter, the part near the tip of the delivery catheter was caught on the distal end of the stent and was difficult to remove. The delivery catheter was pulled and was able to be removed. The shape of the stent was damaged and it was difficult to flow contrast media. Another epic¿ stent of a different size was additionally placed and the procedure was completed. There were no patient injuries reported.